Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in the set) was confirmed because the home patient (hp) indicated they left the supply line clamp open causing system error 2240. Unclamped, unused supply lines are known causes for system error 2240. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through renq-(B)(4). The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the line). The technical service representative (tsr) had the hp close all the clamps and transfer set, cycle the power off and on. The tsr explained the alarms and the hp stated she left the supply line clamp open causing the system error 2240. The tsr explained to discard all the supplies. The hp would finish the night's therapy manually. Global product surveillance (ps) contacted hp on (B)(6) 2011. The hp stated she did not complete therapy on (B)(6) 2011. The technical service representative (tsr) recommended she end therapy and try the following night. There was no patient injury.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.